Manufacturer narrative:
The returned s-ICD was also thoroughly inspected and analyzed. Visual inspection identified no anomalies. The setscrew was confirmed to function as expected. The device was able to be interrogated and a memory download was performed successfully. Review of device memory confirmed recorded secgs with noise that was sensed as vf and treated. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that three inappropriate shocks were delivered within thirty days after implant due to myopotential signal oversensing involving this device. Oversensing was seen in the primary and secondary vector, as well as low signal amplitudes in all three vectors. A review of the data by technical services (ts) noted that after implant the device was programmed to the secondary sensing vector and four episodes were recorded, while in (B)(6) 2020 the sensing vector was reprogrammed to the primary vector, and another inappropriate shock was delivered. Ts discussed recommendations and troubleshooting steps. Ts discussed to evaluate the system position and possibly performing a new screening to evaluate if system reposition might be an option. At this time the device remains implanted. No adverse patient effects were reported. Subsequently, this device system was explanted due to further inappropriate shock therapy. It was additionally reported that during the revision to a transvenous device system, the electrode could be easily pulled from the device header in absence of setscrew retraction. Both products are expected to be returned for laboratory analysis. No resulting adverse effects during the revision procedure.

Event description:
It was reported that three inappropriate shocks were delivered within thirty days after implant due to myopotential signal oversensing involving this device. Oversensing was seen in the primary and secondary vector, as well as low signal amplitudes in all three vectors. A review of the data by technical services (ts) noted that after implant the device was programmed to the secondary sensing vector and four episodes were recorded, while in september 2020 the sensing vector was reprogrammed to the primary vector, and another inappropriate shock was delivered. Ts discussed recommendations and troubleshooting steps. Ts discussed to evaluate the system position and possibly performing a new screening to evaluate if system reposition might be an option. At this time the device remains implanted. No adverse patient effects were reported. Subsequently, this device system was explanted due to further inappropriate shock therapy. It was additionally reported that during the revision to a transvenous device system, the electrode could be easily pulled from the device header in absence of setscrew retraction. Both products are expected to be returned for laboratory analysis. No resulting adverse effects during the revision procedure.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. Patient code 3191 is being used to capture the additional surgical intervention performed.

Event description:
It was reported that three inappropriate shocks were delivered within thirty days after implant due to myopotential signal oversensing involving this device. Oversensing was seen in the primary and secondary vector, as well as low signal amplitudes in all three vectors. A review of the data by technical services (ts) noted that after implant the device was programmed to the secondary sensing vector and four episodes were recorded, while in september 2020 the sensing vector was reprogrammed to the primary vector, and another inappropriate shock was delivered. Ts discussed recommendations and troubleshooting steps. Ts discussed to evaluate the system position and possibly performing a new screening to evaluate if system reposition might be an option. At this time the device remains implanted. No adverse patient effects were reported.